Event description:
The recipient is reportedly experiencing pain and cannot tolerate the device. External equipment was exchanged, however, the issue did not resolve. The recipient has ceased device use. Revision surgery will be scheduled.

Manufacturer narrative:
Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool marks on the top and bottom covers and the electrode contact pad was extruded. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The intermittent lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from the power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.